Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient fell and then started to feel symptoms of stimulation in their arm when bending their head backwards and forwards. The patient decided not to use their therapy for a year because of the symptoms. A revision was done and the extension was explanted and replaced. No further patient complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated this report was a duplicate of manufacturer's report number 3004209178-2017-06828. Any additional information related to this event will be reported in manufacturer's report number 3004209178-2017-06828.